Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 6242649. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications for defects noted during the manufacturing of any batches noted above. One (1) notification (B)(4) was created for an unrelated issue found during review of the documentation.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when consumer was drawing medication from vial, the needle of the bd ultra-fine syringe 31g x 6mm detached and remained in the vial. There was no injury or medical intervention.